Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged pole clamp rubber was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pole clamp rubber was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flogard infusion pump was found to have damaged pole clamp rubber. There was no patient involvement. No additional information is available.